Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device analysis revealed the lead was stretched and the inner tubing was kinked/buckled. Visual inspection noted that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.

Event description:
It was reported that during the implant procedure, the lead was attempted but not implanted due to a non-extending helix. No patient complications have been reported as a result of this event.